Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the proximal left anterior descending artery with 85% stenosis. Pre-dilatation of the lesion was performed using a 2.0x12 mm unspecified balloon catheter. A 3.5x38 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion, the stent was deployed and an edge dissection was observed. There was no interaction of devices. Another xience prime stent was used to successfully cover the dissection. No other device/procedure issues were noted. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities. Dissection is listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.